Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal pain ("massive cramping"), headache ("headaches"), menopausal symptoms ("full menopause until 28 when her body finally got used to not having hormone"), night sweats ("I was only battling night sweats 2-3 times a week") and cervical dysplasia ("pre-cervical cancer cells") and was found to have hormone level abnormal ("hormone shift") and ovarian cancer ("ovarian cancer"). The patient was treated with surgery (total hysterectomy (lost ovaries, tubes and uterus)). Essure was removed. At the time of the report, the medical device removal, menopausal symptoms, cervical dysplasia, hormone level abnormal and ovarian cancer outcome was unknown and the abdominal pain and headache had resolved. The reporter considered abdominal pain, cervical dysplasia, headache, hormone level abnormal, medical device removal, menopausal symptoms, night sweats and ovarian cancer to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, cervical dysplasia, headache, medical device removal, menopause and night sweats. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: reporter added. New events added ovarian cancer and hormone imbalance. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('massive cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 8 months. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headaches"), menopausal symptoms ("full menopause until 28 when her body finally got used to not having hormone"), night sweats ("I was only battling night sweats 2-3 times a week"), cervical dysplasia ("pre-cervical cancer cells"), systemic lupus erythematosus ("lupus") and rheumatoid arthritis ("ra") and was found to have hormone level abnormal ("hormone shift") and ovarian cancer ("ovarian cancer"). The patient was treated with surgery (total hysterectomy (lost ovaries, tubes and uterus)). Essure was removed. At the time of the report, the abdominal pain lower and headache had resolved and the menopausal symptoms, cervical dysplasia, hormone level abnormal, ovarian cancer, systemic lupus erythematosus and rheumatoid arthritis outcome was unknown. The reporter considered abdominal pain lower, cervical dysplasia, headache, hormone level abnormal, menopausal symptoms, night sweats, ovarian cancer, rheumatoid arthritis and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, cervical dysplasia, headache, menopause and night sweats. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : events- "lupus, ra" added. Reporter added. On 23-mar-2020: social media report received. Reporter added. On 23-mar-2020: social media report received. Reporter added. Duration of essure implantation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("massive cramping"), headache ("headaches"), menopause ("full menopause until (B)(6) when her body finally got used to not having hormone"), night sweats ("I was only battling night sweats 2-3 times a week") and cervical dysplasia ("pre-cervical cancer cells"). The patient was treated with surgery (total hysterectomy (lost ovaries, tubes and uterus)). Essure was removed. At the time of the report, the medical device removal, menopause and cervical dysplasia outcome was unknown and the abdominal pain and headache had resolved. The reporter considered abdominal pain, cervical dysplasia, headache, medical device removal, menopause and night sweats to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, cervical dysplasia, headache, medical device removal, menopause and night sweats. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.